Event description:
It was reported that the patient presented to hospital for a follow up. It was noted that the right atrial (ra) lead exhibited failed to capture. The ra lead was explanted and replaced. The patient was in stable condition.